Event description:
The manufacturer representative reported that the patient had a power on reset (por) when he got home from an rf ablation procedure. The patient also saw the por on the recharger and it was reviewed how to clear a por. Further information received from the representative reported that they were able to clear the por without issue and stimulation was working fine. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.